Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The terumo (B)(4) subsidiary has reported to terumo cardiovascular systems corporation the prior to cardiopulmonary bypass, during prime, the h/s cuvette leaked. The circuit was being primed with blood when the leak was discovered from the venous connector of the unit. It is unknown how much blood loss occurred due to this event or whether the product was changed out or not. Due to the lack of information, this event is being conservatively reported.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 11, 2015. (B)(4) the actual sample was not returned for evaluation; therefore, the complaint could not be confirmed. A review of the device history record revealed no anomalies. A retention sample from the same product code/lot combination was obtained for investigation. Microscopic inspection of the retention sample did not identify any definitive defects in the weld or loctite area. The unit was then pressurized in a water bath to roughly 15 psig, during which the sample did not leak. A review of the device history record revealed no anomalies. A definitive root cause could not be determined, but there are two likely root causes to the issue. The loctite may have been slightly undercured after the part was processed through the lesco oven. Although the part may not leak at zero time, the undercured loctite can attack the polycarbonate and over time cause a leaking unit. Another possible root cause could be excessive shipping and handling conditions that caused damage to the part, resulting in a leaking unit. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo has been informed by the user facility that the product was changed out during the event. There was also a blood loss of a few drops.